Event description:
It was reported that during an endovascular arteriovenous fistula procedure through the left lateral brachial vein and left radial artery access, when tried to advance the catheter, the catheter allegedly came into contact with a large valve and began to buckle. It was further reported that a light pressure was applied to open the valve to allow the catheter to cross but when tried to advance the catheter, it buckled, and the magnet array allegedly broke in one section because of the buckling. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the ninth complaint reported for this product/lot number combination. However, the DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the wavelinq venous catheter device was returned, the arterial catheter was not returned. A kink was confirmed on the distal magnet section between the first and second magnet adjacent to the electrode housing. Biological matter was present on the distal tip, distal and proximal magnet section, electrode and electrode housing. The result of the investigation is unconfirmed for the reported device break issue. No break was noted on the device. The result of the investigation is confirmed for the reported material deformation and difficult to advance issues. The root cause for the reported material deformation, difficult to advance and break issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the IFU for this wavelinq wq4300 device was reviewed, and the following sections are applicable. Indications: the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications: target vessels < 2mm in diameter. Warnings: 1. The wavelinq endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 2. The wavelinq catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 8. Use caution when performing electrosurgery in the presence of pacemakers or implantable cardioverter defibrillators. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 10. Do not plug device into the electrosurgical pencil with esu powered on. 11. Keep active accessories away from patient when not in use. 12. Do not permit cable to be parallel to and/or in close proximity to leads of other devices. 13. Do not wrap cable around handles of metallic objects such as hemostats. 14. Consult the esu user guide on its proper operation prior to use. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 5. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. 11. Avoid excessive wiping of the coated device. 12. Avoid using alcohol, antiseptic solutions, or other solvents to pre-treat the device because this may cause unpredictable changes in the coating which could affect the device safety and performance. 13. Avoid pre-soaking devices for longer than instructed, as this may impact the coating performance.' Storage: store the wavelinq endoavf system in a cool, dark, dry place. Do not expose to organic solvents, ionizing radiation, or ultraviolet light. Instructions for use: once the wavelinq catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use: 1. Before removing the wavelinq endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq endoavf system. Equipment setup: 2. The procedure should be performed in an angiography room and carried out under x-ray control. 4. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 5. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 6. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug into esu. Confirm indicator light changes from red to green ensuring appropriate patient contact. 7. Turn off esu until ready for energy delivery in order to prevent inadvertent activation. Wavelinq endoavf system procedure: vascular access: 14. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 15. Insert a 5 fr sheath into the vein over the guidewire. 17. Under ultrasound guidance, gain access to the brachial artery with a puncture needle and introduce a guidewire. 18. Insert a 5 fr sheath into the artery over the guidewire. Using physician discretion, administer anticoagulant and vasodilator intravenously. 19. Insert a 0.014" guidewire into the artery and deliver to the target avf creation site. 20. Insert a 0.014" guidewire into the vein and deliver to the target avf creation site. 21. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound or contrast as guidance. Preparation of the catheters: 23. Carefully inspect the wavelinq endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq endoavf system. Avf creation: 25. Remove the arterial catheter from the packing card and inspect for damage. Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 26. Advance the arterial catheter over the 0.014" wire and insert through the arterial sheath, taking care not to kink the distal magnet arrays. Under fluoroscopic guidance, advance the catheter to the target avf location. 27. Rotate the arterial catheter until the illumination of the rotational indicator is maximized and the concave surface of the backstop is pointed at the venous wire. See figure 1 for catheter cross-section. 28. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs. B) unclip the venous handle and then slide the catheter out of its containment tube. Refer to image of wavelinq endoavf system. Catheters and packaging in ¿device description¿ section above. Do not remove the yellow hemostasis valve crosser. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 30. The hydrophilic coating on the catheters does not need to be hydrated or wiped prior to use. 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure through the left lateral brachial vein and left radial artery access, when tried to advance the catheter, the catheter allegedly came into contact with a large valve and began to buckle. It was further reported that a light pressure was applied to open the valve to allow the catheter to cross but when tried to advance the catheter, it buckled, and the magnet array allegedly broke in one section because of the buckling. The procedure was completed by using another device. There was no reported patient injury.